Event description:
Event description boston scientific received information that this right ventricular lead was exhibiting impedances greater than 2500ohms. In addition, the atrial lead was exhibiting impedances up to 1700ohms. A revision procedure was performed, both leads were surgically abandoned and replaced. No adverse patient effects were noted.